Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a da error. Boston scientific technical services (ts) was contacted and discussed that the da error is a self-correcting bit flip that occurs within the device. No adverse patient effects were reported.